Event description:
Abbott diabetes care received a norwegian medical products agency (noma) user report which reported the following information: a healthcare professional reported that a customer's adc device had high glucose readings issue. The customer experienced hypoglycemia while driving and drove off the road. Prior to the accident, they administered fast-acting insulin (dose unspecified) to normalize their blood sugar. They had driven off the road and ambulance arrived. When the customer eventually got to the emergency room, there was a large discrepancy between the adc device and blood glucose value. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to norwegian medical products agency. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.